Manufacturer narrative:
S/w ver. 5.2b. Retainer ring = black. Case type: ngp. Customer returned pump for an alleged exposed to moisture and e/a alarm unspecified on (B)(6) 2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, active current measurement and self test. The pump failed the sleep current measurement test due to moisture damage on flex cable and electronic assembly. Successfully downloaded history files and traces using thump software. The pump was received with missing segments and a partial display with vertical red lines across the display due to moisture damage on flex cable. The following were noted during visual inspection: cracked battery tube threads and cracked case (corner of belt clip rails). In summary, customer alleged exposed to moisture confirmed. Unable to verify for e/a alarm unspecified. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump has been exposed to fluid, pump does not show any crack. Pump had a pump error cx could not retrieve. Customer was not able to do a carelink upload. No harm requiring medical intervention was reported. Troubleshooting was performed and advise customer that serialized device needs to be replaced, the customer to discontinue pump use and revert to backup plan as per hcp instructions and the pump will be returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.